Event description:
The customer reported that the insulin pump vibrated and alarmed no delivery. The blood glucose reading was 500mg/dl, and she delivered a bolus, but the device alarmed motor error. Troubleshooting was performed, and the drive support cap was loose. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.